Event description:
During service, failure code 703 was found to have occurred. The facility representative stated that no patient injury was associated with this report and no incident reports have been filed